Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise appears during bending angulation. A root cause could not be identified. Based on the results of the investigation, the most probable cause was related to the charged coupled device being damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had the image flickering during preparation for use. There were no reports of patient harm.